Event description:
It was reported that a bd luer-lok¿ syringe had foreign matter occur 7,16 and 13 times with lot#'s 7353646, 8023762 and 8110979 respectively. Damaged syringes occurred 2, 5 and 9 times with lot#'s 7353646, 8023762 and 8110979 respectively. Print issues occurred 25, 140 and 23 times with lot#'s 7353646, 8023762 and 8110979 respectively. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that a bd luer-lok¿ syringe had foreign matter occur 7,16 and 13 times with lot#'s 7353646, 8023762 and 8110979 respectively. Damaged syringes occurred 2, 5 and 9 times with lot#'s 7353646, 8023762 and 8110979 respectively. Print issues occurred 25, 140 and 23 times with lot#'s 7353646, 8023762 and 8110979 respectively. There was no report of exposure, serious injury, or medical intervention. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7353646, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-19. Medical device lot #: 8023762, medical device expiration date: 2023-01-31, device manufacture date: 2018-01-23. Medical device lot #: 8110979, medical device expiration date: 2023-04-30, device manufacture date: 2018-04-20.

Event description:
It was reported that a bd luer-lok¿ syringe had foreign matter, damage, inclusions, and print issues. There was no report of exposure, serious injury, or medical intervention.